Event description:
Device was reading too high and caused relative to have a "diabetic reaction". Reporter stated relative began to sweat and shake when shortly afterwards a glucose result of 138 mg/dl was obtained; however alleged too high and paramedics were called. Reporter stated paramedics device tested 30 mg/dl about 25 minutes later. Reporter indicated relative was treated with a glucose IV because they were unable to administer oral medications. Reporter stated no controls were used before or after the alleged incident. A request was made for the return of the suspect device and replacement product was sent.